Manufacturer narrative:
The technician isolated the issue to a locked gas spring. He replaced the gas spring to repair the stretcher.

Event description:
Information received indicates the head section is raised half way and will not lower.